Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via a change in intrinsic amplitudes and morphology. There was difficulty to convert the arrhythmias. The smart pass feature had programmed itself off due to the low amplitudes. The patient was found unconscious, and CPR was done. The device has been implanted approximately one month onto a chronic electrode. The patient went to the hospital where the device was checked. There were no additional adverse patient effects. The system remains implanted.